Event description:
It was reported that the display of the programmer is "broken." Of note, the programmer may have been dropped. The programmer will be returned for repair. No patient complications have been reported as a result of this event. It was reported that the external pulse generator had a cracked liquid crystal display (lcd). The generator was returned for service. It was indicated that there was no patient involvement associated with this event. Follow-up also confirmed that the generator suffered "some kind of abuse" and that this is not a complaint.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was cracked. Analysis also found that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, one case screw was stripped, the battery contacts were compressed, the keyboard was scratched and the battery drawer o-ring was missing. (B)(6). (B)(4).